Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional mitraclip device is filed under separate medwatch report number. Attachment: article titled, ¿assessment of the mitraclip procedure: reassessing the goals¿.

Event description:
It was reported in an article that the patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr). Using transesophageal echocardiogram guidance, the mitraclip device was positioned and advanced across the mitral valve leaflets. Placement of an ntw clip reduced the mr from severe to moderate. Echocardiographic color doppler imaging revealed, what was described as a ¿prominent¿ regurgitant jet medial to the first clip. A second clip was attempted medially to the first but caused significant leaflet trauma to the anterior leaflet resulting in severe mitral regurgitation and cardiogenic shock. Resuscitation included infusions of epinephrine, norepinephrine, vasopressin, and placement of an intra-aortic balloon pump. Subsequently, an xtw clip was placed medial to the first mitraclip reducing the mitral regurgitation from severe to mild/moderate. A large iatrogenic atrial septal defect was closed with an amplatzer closure device. Despite a reduction of mitral regurgitation, right ventricular failure persisted requiring continued vasoactive medications. Kidney function worsened and the patient expired four days after the mitraclip procedure. No additional information was provided. Details are listed in the attached article titled, ¿assessment of the mitraclip procedure: reassessing the goals¿.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported perforation appears to be related procedural circumstances. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event is an estimated date. D4 - the UDI number is not known as the part and lot numbers were not provided.